Manufacturer narrative:
(B)(4).

Event description:
At refill on (B)(6) 2011 the physician found 8ml of drug in the reservoir instead of the expected 4.5 ml. When he interrogated the pump, the programmer showed "arresto rotore per ecc tubi" (rotor block error message n.3). The pump logs showed that the first motor stall was on the 6th of march. The motor stall reappeared on march 8th and was confirmed by telemetry on march 11th. The pump alarm was ongoing. From "rx" the physician found that the catheter appeared dislocated, but well connected to pump with no kinking. A pump explant was planned for the end of april/beginning of may. There was reported to be no pt injury; the pt was well, but the pump had not yet been explanted yet. The device system was used to deliver baclofen (500 mcg/ml at 200 mcg/day) and morphine (7.5 mg/ml at 3mg/day). Additional information has been requested, a f/u report will be sent if additional information becomes available.